Event description:
It was reported that, increased capture thresholds resulting in loss of capture was noted on the right ventricular (rv) lead. Rv lead dislodgement was suspected but this was not confirmed. The rv lead was explanted and replaced to resolve this event. The patient was stable.